Event description:
The event is reported as: complaint description: the jaws don't work. The clip and jaws close with a millimeter displacement. It is difficult to get the clip completely closed. Issue was reported after device was cleaned. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.